Event description:
The customer used the device to check their glucose and obtained a result of 284 mg/dl. Pt repeated the test and obtained 285 mg/dl. Pt took 6 units of insulin. While driving, they went into a ditch. Emergency medical technicians came and pt thinks they were given an IV and transported to the hosp. The emergency medical technicians found pt unresponsive and tested their glucose at 15 mg/dl. Pt was released later to go home. Controls were not used on the system. The device was replaced and requested to be returned for eval.